Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was nearly expired with a labeled expiration date of 06/2024 and the pads were expired. The customer was referred to a distributor to replace the battery and pads. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.